Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.

Event description:
The laser shows on the screen "power low -40%". No adverse effects to patient were reported.

Manufacturer narrative:
After first evaluation by distributor, the analysis was performed by manufacturer. The problem was due to internal components failure (diode and oc mirror). After the replacement of these components, the laser system restarted to work correctly. We are unaware about patient injury.